Event description:
Info was received regarding an allegation that medical equipment supplied to a pt was dfectively provided and/or maintained and otherwise malfunctioned and/or became inoperative while in pt use. The alleged problem with the equipment occurred on or about 3/2000 proximately causing the death of the pt two days later. It is unclear which of the products allegedly malfunctioned. It is unclear if the equipment was in pt use at the time of death. Prior to this event, the unit was returned for service in 11/1999 and was returned to the customer operating to specification. After this event, the unit was returned for routine service in 8/2000. There was no report of pt harm at that time. During the repair eval, it was discovered that the gauge had been over-pressured. The gauge was replaced to correct the problem and the unit was returned to the customer operating to specification. The equipment is not currently available for investigation. The alarm settings at the time of the alleged malfunction are unk. It is unk at this time whether a device failure had actually occurred and if so, whether there was any association between any such failure and the pt expiring.